Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product at this time. Customer couldn't continue with the troubleshooting. No address provided by customer. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of excessive urination, excessive thirst, and feeling weak. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of e-5 using true metrix meter. Test strip lot manufacturer's expiration date is 02/15/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer called in states that he is getting error. While attempting to run a proper blood test meter read e-5. Customer states he has excessive urination, excessive thirst, and feels weak. Informed customer e-5 means test strip error or that his blood sugar is above 600mg/dl. Instructed customer to call 911 or to go to the hospital. Customer states once we hang up he will call 911.